Event description:
It was reported that the external pulse generator lost power within 5 - 10 seconds of the battery being removed for replacement. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator lost power within 5 - 10 seconds of the battery being removed for replacement. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: evaluation summary 5388 pfg003323p: the external pulse generator was returned and analyzed. The customer comment was confirmed that the main printed circuit board was out of specification electrically and it was replaced. Also, one bail cover was broken and replaced. The keyboard was scratched and was replaced. The 9 volt battery was replaced. The generator was re-calibrated and functionally tested and passed its final quality assurance tests. (B)(4). (B)(6).